Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) resolved the issue by replacing the power supply, as well as the expired batteries. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required on battery and the unit would not stay on. It was also reported that the iabp unit involved died and the patient was connected to another iabp unit. No patient harm, serious injury or adverse event was reported.